Event description:
Infant's PICC line out 3 cm. Should have been out 1 cm. When nurse went in to re-dress the site, the PICC line broke off at the hub. The nurse was able to keep the line from migrating and all cm's were accounted for. Another PICC line was placed at a different site.